Manufacturer narrative:
Evaluation summary: there was no damage to the distal tip of the device. The stent was positioned on the balloon between the inner shaft markers as per specification requirement. The 18th distal stent segment was deformed with raised struts. The 13th distal stent segment was misaligned.

Event description:
The physician intended to use an endeavor resolute drug-eluting stent to treat a lesion. The target lesion exhibited severe calcification and 90% stenosis. The lesion had been pre-dilated. The device was removed from the packaging per the IFU with no issues noted. The device was inspected prior to use with no issues noted. It was reported that the stent was deformed in vivo, during positioning. Resistance was encountered when advancing the device and that excessive force was used. It was reported that the stent could not pass the target lesion and when the system was pulled back, deformation was observed on the stent struts. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. That the event was procedural related and not d evice related. No patient injury was reported. The procedure was completed with pre-dilatation balloon. Please note that this device, endeavor resolute, is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.